Manufacturer narrative:
(B)(4). The date of patient death was not reported. A batch review will be performed for the potentially associated lot number h14a11058. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14a11058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis and subsequently died, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event and remained hospitalized. It was not reported whether the patient was discharged from the hospital prior to the death. The patient was scheduled to start an antibiotic treatment for the peritonitis, but further details of the treatment were not reported. The cause of the peritonitis event was unknown, although it was thought to have been acquired while the patient was in the hospital for a previous, unrelated issue. The patient was reported to have been recovering from the peritonitis prior to dying. It was not reported if the pd therapy was ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested and was not available at this time. This is report 1 of 3.